Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited low pacing impedance. No intervention was performed. The patient was in stable condition.